Event description:
Several baxter continu-flo solution sets with duo-vent spike 10 drops/ml tubing kinked after spiking with lactated ringers and propofol. Lot numbers (10)r22i1031 and (10)r22i03086. Manufacturer response for IV tubing, IV tubing duo-vent spike 10 drops/ml tubing (per site reporter). Ongoing issue.